Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿implant recall/ruptured¿. Device has been explanted.

Event description:
Healthcare professional reported left side ¿implant recall/ruptured¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9 , g.2 , h.3 , h.6. Device evaluation:visual analysis of the returned device identified: underweight, broken shell, red particles in the particles, crease flat and wear abrasion. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side ¿implant recall/ruptured.¿ device has been explanted.